Manufacturer narrative:
Device is a combination product.

Event description:
It was reported via user/facility medwatch# 5079193 that shaft break occurred. A 4.00mm x 20mm synergy drug-eluting stent was advanced for treatment. However, following post deployment, the stent delivery balloon became unhinged from the shaft when the physician pulled the balloon into the guide catheter. The device was completely removed with the guide catheter through the sheath and the procedure was completed. No patient complications were reported.